Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73h1500263 investigations did not show issues related to the complaint.the device is reportedly unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the clips were sliding in the applier.the patient's condition was reported as fine.